Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, intra-abdominal haemorrhage (seriousness criterion medically significant), menorrhagia ("increase in menses"), migraine ("migraines"), weight fluctuation ("weight fluctuations") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent pelvic surgery). At the time of the report, the perforation, intra-abdominal haemorrhage, menorrhagia, migraine, weight fluctuation and dyspareunia outcome was unknown. The reporter considered dyspareunia, intra-abdominal haemorrhage, menorrhagia, migraine, perforation and weight fluctuation to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, intra-abdominal haemorrhage (seriousness criterion medically significant), menorrhagia ("increase in menses"), migraine ("migraines"), weight fluctuation ("weight fluctuations") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent pelvic surgery). At the time of the report, the perforation, intra-abdominal haemorrhage, menorrhagia, migraine, weight fluctuation and dyspareunia outcome was unknown. The reporter considered dyspareunia, intra-abdominal haemorrhage, menorrhagia, migraine, perforation and weight fluctuation to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), device dislocation ('migration of essure device') and intra-abdominal haemorrhage ('severe abdominal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2015 essure confirmation test: results: bilateral occlusion. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), menorrhagia ("increase in menses / menorrhagia (heavy menstrual bleeding)"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). The patient was treated with surgery (hysterectomy, full), salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, intra-abdominal haemorrhage, menorrhagia, migraine, weight fluctuation and dysmenorrhoea outcome was unknown and the dyspareunia and back pain had resolved. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, intra-abdominal haemorrhage, menorrhagia, migraine and weight fluctuation to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Complications during removal surgery? Other, repeat/multiple surgeries. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs was received: events: perforation nos changed to fallopian tube perforation, dysmenorrhea (cramping), back pain were added. New reporters, patient demographics and event outcome were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes/migration of essure device location of device: tore through tube/ causing bleeding'), device dislocation ('migration of essure device / tore through tube'), intra-abdominal haemorrhage ('severe abdominal bleeding'), adnexal torsion ('complications from essure removal procedure :one of my ovaries tore'), internal haemorrhage ('bleeding internally'), arterial rupture ('artery tore') and loss of consciousness ('I blacked out') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("increase in menses / menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), adnexal torsion (seriousness criterion medically significant), internal haemorrhage (seriousness criterion medically significant), arterial rupture (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraines"), weight fluctuation ("weight fluctuations") and suture rupture ("sutures tore"). The patient was treated with 4 blood transfusion and 1 plasma transfusion and surgery (hysterectomy(full/uterus and cervix removed),salpingectomy(bilateral), oophorectomy (unilateral) and hysterectomy, full),salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, intra-abdominal haemorrhage, adnexal torsion, internal haemorrhage, arterial rupture, loss of consciousness, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, weight fluctuation and suture rupture outcome was unknown and the back pain and dyspareunia had resolved. The reporter considered adnexal torsion, arterial rupture, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, internal haemorrhage, intra-abdominal haemorrhage, loss of consciousness, menorrhagia, migraine, suture rupture, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Complications during removal surgery-other ,repeat/multiple surgeries. 4 coils visualized on both right and left side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test: results: bilateral occlusion.. Pathology test - on (B)(6) 2016: uterus, cervix, right fallopian tube, left fallopian tube, left ovary, hysterectomy, left salpingooophorectomy, right salpingectomy: adenomyosis, proliferative endometrium, endo and exocervix with no significant pathologic abnormality, left ovary with no significant pathologic abnormality, bilateral fallopian tubes with: no significant pathologic abnormality.. Ultrasound abdomen - on (B)(6) 2016: the uterus is anteverted. Echogenic signal from essure device noted in the region of the right cornua.; on (B)(6) 2016: confirmed everything was fine, perforation of fallopian tube. Ultrasound scan vagina - on (B)(6) 2015: confirmed everything was fine, perforation of fallopian tube. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: loss of consciousness, adnexal torsion, suture rupture, internal haemorrhage, arterial rupture. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs, mr and social media report received : events-" vaginal hemorrhage, one of my ovaries tore, sutures tore, artery tore and internal bleeding, I blacked out " reporter information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes/migration of essure device location of device: tore through tube/ causing bleeding/ perforation (fallopian tube)'), device dislocation ('migration of essure device / tore through tube'), intra-abdominal haemorrhage ('severe abdominal bleeding'), adnexal torsion ('complications from essure removal procedure :one of my ovaries tore'), internal haemorrhage ('bleeding internally'), arterial rupture ('artery tore') and loss of consciousness ('I blacked out') in an adult female patient who had essure (batch no. 846837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. In february 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)/ I have pains after sex"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("increase in menses / menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), adnexal torsion (seriousness criterion medically significant), internal haemorrhage (seriousness criterion medically significant), arterial rupture (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), suture rupture ("sutures tore"), amenorrhoea ("my periods stopped coming every 29-30 days"), menometrorrhagia ("I'm having irregular bleeding. Bleeding so bad I'm bleeding thru pads"), dizziness ("dizziness"), abdominal pain lower ("abdominal cramping"), pain in extremity ("leg pain"), uterine spasm ("uterine contraction tonic") and swelling ("swollen"). The patient was treated with 4 blood transfusion and 1 plasma transfusion and surgery (hysterectomy(full/uterus and cervix removed),salpingectomy(bilateral), oophorectomy (unilateral) and hysterectomy, full),salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, intra-abdominal haemorrhage, adnexal torsion, internal haemorrhage, arterial rupture, loss of consciousness, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, weight fluctuation, suture rupture, amenorrhoea, menometrorrhagia, dizziness, pain in extremity, uterine spasm and swelling outcome was unknown and the back pain, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, adnexal torsion, amenorrhoea, arterial rupture, back pain, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, internal haemorrhage, intra-abdominal haemorrhage, loss of consciousness, menometrorrhagia, menorrhagia, migraine, pain in extremity, suture rupture, swelling, uterine spasm, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Complications during removal surgery-other ,repeat/multiple surgeries. 4 coils visualized on both right and left side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test: results: bilateral occlusion.. Pathology test - on (B)(6) 2016: uterus, cervix, right fallopian tube, left fallopian tube, left ovary, hysterectomy, left salpingooophorectomy, right salpingectomy: adenomyosis, proliferative endometrium, endo and exocervix with no significant pathologic abnormality, left ovary with no significant pathologic abnormality, bilateral fallopian tubes with: no significant pathologic abnormality.. Ultrasound abdomen - on (B)(6) 2016: the uterus is anteverted. Echogenic signal from essure device noted in the region of the right cornua.; on (B)(6) 2016: confirmed everything was fine, perforation of fallopian tube. Ultrasound scan vagina - on (B)(6) 2015: confirmed everything was fine, perforation of fallopian tube. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: loss of consciousness, adnexal torsion, suture rupture, internal haemorrhage, arterial rupture, menometrorrhagia, dizziness, amenorrhoea most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : lot number added. Reporters information updated. Concomitant product added. Events added- amenorrhoea, menometrorrhagia, dizziness, abdominal cramping. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes/migration of essure device location of device: tore through tube/ causing bleeding/ perforation (fallopian tube)'), device dislocation ('migration of essure device / tore through tube'), intra-abdominal haemorrhage ('severe abdominal bleeding'), adnexal torsion ('complications from essure removal procedure :one of my ovaries tore'), internal haemorrhage ('bleeding internally'), arterial rupture ('artery tore') and loss of consciousness ('I blacked out') in an adult female patient who had essure (batch no. 846837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)/ I have pains after sex"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("increase in menses / menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), adnexal torsion (seriousness criterion medically significant), internal haemorrhage (seriousness criterion medically significant), arterial rupture (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), suture rupture ("sutures tore"), amenorrhoea ("my periods stopped coming every 29-30 days"), menometrorrhagia ("I'm having irregular bleeding. Bleeding so bad I'm bleeding thru pads"), dizziness ("dizziness"), abdominal pain lower ("abdominal cramping"), pain in extremity ("leg pain"), uterine spasm ("uterine contraction tonic") and swelling ("swollen"). The patient was treated with 4 blood transfusion and 1 plasma transfusion and surgery (hysterectomy(full/uterus and cervix removed),salpingectomy(bilateral), oophorectomy (unilateral) and hysterectomy, full),salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, intra-abdominal haemorrhage, adnexal torsion, internal haemorrhage, arterial rupture, loss of consciousness, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, weight fluctuation, suture rupture, amenorrhoea, menometrorrhagia, dizziness, pain in extremity, uterine spasm and swelling outcome was unknown and the back pain, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, adnexal torsion, amenorrhoea, arterial rupture, back pain, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, internal haemorrhage, intra-abdominal haemorrhage, loss of consciousness, menometrorrhagia, menorrhagia, migraine, pain in extremity, suture rupture, swelling, uterine spasm, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Complications during removal surgery-other ,repeat/multiple surgeries. 4 coils visualized on both right and left side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test: results: bilateral occlusion.. Pathology test - on (B)(6) 2016: uterus, cervix, right fallopian tube, left fallopian tube, left ovary, hysterectomy, left salpingooophorectomy, right salpingectomy: adenomyosis, proliferative endometrium, endo and exocervix with no significant pathologic abnormality, left ovary with no significant pathologic abnormality, bilateral fallopian tubes with: no significant pathologic abnormality.. Ultrasound abdomen - on (B)(6) 2016: the uterus is anteverted. Echogenic signal from essure device noted in the region of the right cornua.; on (B)(6) 2016: confirmed everything was fine, perforation of fallopian tube. Ultrasound scan vagina - on (B)(6) 2015: confirmed everything was fine, perforation of fallopian tube. Concerning the injuries reported in this case, the following ones were reported via social media: loss of consciousness, adnexal torsion, suture rupture, internal haemorrhage, arterial rupture, menometrorrhagia, dizziness, amenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes/migration of essure device location of device: tore through tube/ causing bleeding/ perforation (fallopian tube)'), device dislocation ('migration of essure device / tore through tube'), intra-abdominal haemorrhage ('severe abdominal bleeding'), adnexal torsion ('complications from essure removal procedure :one of my ovaries tore'), internal haemorrhage ('bleeding internally'), arterial rupture ('artery tore') and loss of consciousness ('I blacked out') in an adult female patient who had essure (batch no. 846837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)/ I have pains after sex"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("increase in menses / menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), adnexal torsion (seriousness criterion medically significant), internal haemorrhage (seriousness criterion medically significant), arterial rupture (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), suture rupture ("sutures tore"), amenorrhoea ("my periods stopped coming every 29-30 days"), menometrorrhagia ("I'm having irregular bleeding. Bleeding so bad I'm bleeding thru pads"), dizziness ("dizziness"), abdominal pain lower ("abdominal cramping"), pain in extremity ("leg pain"), uterine spasm ("uterine contraction tonic") and swelling ("swollen"). The patient was treated with 4 blood transfusion and 1 plasma transfusion and surgery (hysterectomy(full/uterus and cervix removed),salpingectomy(bilateral), oophorectomy (unilateral) and hysterectomy, full),salpingectomy (bilateral), oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, intra-abdominal haemorrhage, adnexal torsion, internal haemorrhage, arterial rupture, loss of consciousness, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, weight fluctuation, suture rupture, amenorrhoea, menometrorrhagia, dizziness, pain in extremity, uterine spasm and swelling outcome was unknown and the back pain, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, adnexal torsion, amenorrhoea, arterial rupture, back pain, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, internal haemorrhage, intra-abdominal haemorrhage, loss of consciousness, menometrorrhagia, menorrhagia, migraine, pain in extremity, suture rupture, swelling, uterine spasm, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she underwent a pelvic surgery to try and alleviate the symptoms. Complications during removal surgery-other ,repeat/multiple surgeries. 4 coils visualized on both right and left side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test: results: bilateral occlusion.. Pathology test - on (B)(6) 2016: uterus, cervix, right fallopian tube, left fallopian tube, left ovary, hysterectomy, left salpingooophorectomy, right salpingectomy: adenomyosis, proliferative endometrium, endo and exocervix with no significant pathologic abnormality, left ovary with no significant pathologic abnormality, bilateral fallopian tubes with: no significant pathologic abnormality.. Ultrasound abdomen - on (B)(6) 2016: the uterus is anteverted. Echogenic signal from essure device noted in the region of the right cornua.; on (B)(6) 2016: confirmed everything was fine, perforation of fallopian tube. Ultrasound scan vagina - on (B)(6) 2015: confirmed everything was fine, perforation of fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: deletion process for case (B)(4), as it was confirmed is duplicated of case (B)(4). No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.